Manufacturer narrative:
Results: the sep8 atraumatic tip was fractured off the delivery wire. Conclusions: evaluation of the returned device revealed that the atraumatic distal tip of the sep8 was fractured off. This type of damage likely occurred from improper continuous use of the sep8 after the atraumatic distal tip folded over itself. Improper use of the device may cause the core wire to fatigue, and eventually fracture. Further use of the device after the core wire fractured likely caused the platinum wire to fracture, which allowed the entire distal atraumatic tip to detach from the sep8. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a successful thrombectomy procedure in the femoral vein using an indigo system separator 8 (sep8) on (B)(6) 2017. The next day, the patient was undergoing a second thrombectomy procedure in the femoral vein; during the procedure, the hospital staff noticed the tip of the sep8 from the procedure on (B)(6)2017 had broken off within the femoral vein. Therefore, the physician used an indigo system aspiration catheter 8 (cat8) to aspirate the tip of the sep8, then completed the thrombectomy procedure using the cat8 and a sep8. There was no report of an adverse effect to the patient.